Event description:
The peg was inserted on 5/16/96. The pt returned to the hosp on 5/25/96 with a hemorrhaging ulcerated area in the stomach at the site of the peg insertion. The pt was re-scoped and the feeding tube was removed and another MFR's tube was inserted. A blood transfusion followed. No further details are available with regards to the circumstances surrounding this event.